Event description:
The customer reported elevated percent coefficient of variation (%cv) for red blood cell (rbc) and hemoglobin (hgb) involving the coulter lh 500 hematology analyzer. The customer performed a disinfect/clean blood sampling valve (bsv) but it did not resolve the issue. While troubleshooting, the customer reported less than five milliliters of clear fluid leaked from the bsv knob, in three sections, and dripped onto the counter. The customer cycled the bsv and performed a probe wash and it functioned correctly. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient samples were not analyzed during the event; patient results were not impacted. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the dual actuator valve to the blood sampling valve (bsv) was not rotating properly and was causing the bsv to leak fluid. The fse replaced the dual actuator valve and resolved the issue. The fse also observed the white blood cell (wbc) and red blood cell (rbc) controls were failing due to an air leak at the tubing through pinch valves pv4 and pv69 (unrelated to the fluid leak at the bsv). The fse replaced the valves and resolved the air leak issue. Service activity performed was verified per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).